Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump would say maximum fill and no insulin would come through. The customer states their blood glucose level was 467mg/dl. The customer states they treated with manual injection. The customer states they were able to successfully fill the tubing. The customer states they do not feel comfortable bolusing off the pump and would like to have it replaced. The device is being replaced and returned for analysis.